Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a endovascular aneurysm procedure, a balloon rupture occurred. The lesion being treated was located in the non-calcified and moderately tortuous, internal iliac artery. The physician implanted a stent graft then advanced a equalizer balloon catheter to the target lesion. Upon the first inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.